Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth, and weight not available for reporting unknown when non-union occurred. This report is for an unknown bme stable. Part and lot numbers are unknown; UDI number is unknown. The 510k unavailable. Device is not scheduled for explant. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent a left great toe interphalangeal fusion or arthrodesis with an unknown axial screw fixation. Reportedly, the patient was non-compliant post-operatively and the fixation was lost and there was a subsequent delayed union. On (B)(6) 2017 the patient underwent removal of the unknown axial screw and refusion using unknown biomedical enterprises, inc. (Bme) staples with bone graft of undetermined type. The patient was non-compliant post-operatively and a non-union developed. It is unknown if the patient has any discomfort related to the nonunion or if a device malfunction occurred. Further treatment is expected, but not planned as of yet. This is report 2 of 2 for (B)(4). This report is for unknown bme staple.

Manufacturer narrative:
A review of the provided weight bearing x-ray can confirm that there is a nonunion, probably caused by weight bearing activities as reported. No damage or issues with the staples were identified from the provided x-rays. Further investigation including a dimensional and material check were unable to be performed on this device since it was not returned for investigation. DHR review could not be completed as the lot number is unknown and the device was not returned. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.